Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the left electrode. It was reported that the sore was possibly infected and had puss. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist advised the patient to remove the lifevest for a few days to help with sores. Follow up indicated that the sore improved.